Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. The customer drank juice to address low bg level. During troubleshooting with tandem customer technical support (cts), it was noted that the pump time and date were incorrect. When the customer had delivered a bolus for dinner, as the pump time and date were incorrect, the bolus was calculated from a different time segment setting. Subsequently, the customer's bg level lowered. Cts guided the customer through adjusting the pump time to the correct time.